Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was having a lot of urinary tract infections and burning and unpleasant feelings because they were still experiencing retention with the device. Patient was having to use catheters and wipes 3 times a day due to the retention. They also reported that they've had the infections prior to the implant and believe it may be due to the catheters as they have used catheters prior to the implant. Patient stated that they just want relief for the retention so that they didn't need to use the catheters, and that they have been on the same setting since implant because they were told not to change them unless told to. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in (B)(4). If information is provided in the future, a supplemental report will be issued.